Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and yellow wrench advisory alarms was confirmed with the data captured in the submitted log file. The log file captured an intermittent power cable disconnect alarm on february 8 while the system was supported on the 14v batteries/clips. According to the voltage values, the alarm events were not related to power exchanges. It was noted a yellow wrench advisory/replace system controller alarm events on (B)(6) that were associated with an lcd fault, which cleared. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 19may2017. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and system controller fault alarms. System controller fault alarms ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no product would be returning for evaluation.

Event description:
It was reported that the patient was having frequent power cable disconnect alarms despite being connected to power. There appeared to be an internal break in the white cable near where the wire goes into the controller. The patient stated that the alarms stopped when the cord was manipulated. This issue occurred 3 times. The cause of the alarms was attributed to both the black and white power cable connectors being severely bent. The alarms resolved via patient manipulation and a controller exchange. A log file analysis showed a series of odd power cable disconnects while connected to batteries. There were also a few unsustained power/flow elevations on (B)(6) 2021. A replace controller message due to an lcd fault event that self-corrected was also noted.